Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had blank display. The customer stated that while performing self test insulin pump dead. Insulin pump had cracks on battery. Insulin pump had battery failed alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device received with all operating currents within spec and passed a21 error test and displacement test. No unexpected failed battery alarm anomalies noted. No frozen screen noted during test and time clock advances properly. Device received with cracked battery tube threads and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).